Event description:
The facility representative reported a flogard infusion pump with a 22 failure code. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation:the customer reported problem of f-22 was confirmed and reproduced during device evaluation. Service determined that the cause was due to a loose connection on connector cn851. Service reconnected the plug and connector cn851 to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.